Event description:
It was reported that the patient experienced symptoms of dizziness. It was determined that the right ventricular (rv) lead exhibited loss of capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.